Event description:
It was reported that during a ttc-fusion surgery the hind foot nail jig was not aligning with proximal screw correctly. Per complaint reporter there was no harm for patient, operator or third party. The surgeon finished the surgery without the device and drilled by free hand. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.